Manufacturer narrative:
(B)(4).

Event description:
It was reported the large bore lumen was not working properly. The proximal extension line was deformed and looked "melted, flat shaped" during use. The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the large bore lumen was not working properly. The proximal extension line was deformed and looked "melted, flat shaped" during use. The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-l sheath/catheter from a mac kit and the product lidstock for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection revealed the proximal extension line stretched and ballooned. This damage is consistent with unintentional over pressurization of the extension line during use. The catheter length measured 99mm, which is within the specifications of 97-103mm per product drawing. The proximal extension line outer diameter and inner diameter could not be accurately measured due to the damage. Functional inspection was performed per the product instructions for use which states "flush and connect distal side port to appropriate line as necessary." The proximal extension line was flushed using a lab inventory 10ml syringe. Water exited out the proximal skive hole as expected. No leaks or blockages were observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The customer report of a stretched/ballooned extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the proximal extension line was fully ballooned. This damage is consistent with over pressurization of the extension line during use. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed based on a potential lot number from sales history with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.